Event description:
The reporter stated that the stent delivery catheter's thumb slide broke when the stent was approximately 80% deployed. The stent was successfully deployed using the hemostat to grip the thumb slide component. There was no effect to the patient.

Manufacturer narrative:
Below are the preliminary investigation results. A follow-up MDR will be sent when the investigation is completed. The device was returned. The stent had been successfully deployed in the patient. The thumb slide was broken off from the slider pin. The ratchet block assembly moved freely when the thumb slide pin was moved proximally and distally. A pin shear at the thumb slide interface was observed. It is theorized that the length of the stent (120mm) which required repeated deployment movements of the thumb slide combined with a heavily calcified artery resulted in shearing of the slider pin at the thumb slide interface. Device history records were reviewed and there were no anomalies noted that would have lead to the failure of the thumb slide. Review of production non-conformances for thumb slide issues did not reveal an issue associated with thumb slide pin shear. (B)(4). The cause of the events and subsequent correction are currently under investigation. There was no serious injury related to this event. Because of a previous thumb slide break that resulted in medical intervention to preclude a serious injury, this event is being reported per the medical device reporting guidance.